Manufacturer narrative:
Continuation of d10: product ID: pscc100; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after post mapping was conducted with the catheter, when attempting to retract the catheter into the sheath, the catheter array inverted. The guidewire was pulled inside the tip of the catheter to improve the issue. The catheter was then replaced to resolve the issue. Additionally, it was noted that the sheath side port tubing was soft causing it to kink and twist blocking the side port during the case. Untwisting improved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.